Event description:
It was reported that the patient presented in the clinic for follow-up. During the device interrogation, the patient's pacemaker exhibited big pauses on the marker channel due to under-sensing and a telemetry disruption. However, the pacemaker remained pacing at the expected rate although no markers were seen. In addition to that, the patient's right atrial (ra) lead was noted to have exhibited noise over-sensing and high out-of-range pacing impedance. The pacemaker was reprogrammed and the patient will be continued to be monitored by the clinic. The patient was in stable condition throughout.